Manufacturer narrative:
Lot number: info was not provided during initial report. Add'l info has been requested. Device was not explanted. MFR date can not be determined without a lot number. Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Placeholder.

Event description:
This is report 1 of 4 for complaint (B)(4).

Event description:
Pt is part of an ide study. Status post anterior posterior l4-l5, l5-s1 spinal fusion in 2004, pt developed pseudoarthrosis. Exploration posterior fusion occurred (B)(6) 2007; competitor hardware was removed and replaced at l4-s1 and pt received an iliac crest bone graft. Synthes hardware remained intact. This is the first of four reports for this event.